Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit power up properly after battery installation. Unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump powered off unexpectedly. Customer does not recall any significant events leading to the error. Customer's blood glucose was 500 mg/dl at the time of incident and customer indicated that she was in the hospital due to high blood glucose and possible diabetic ketoacidosis. Troubleshooting was done for battery and for high blood glucose. The customer installed a new battery and the power returned however, the customer was advised to monitor the pump and a replacement battery cap will be sent. The customer declined further troubleshooting for the high blood glucose.